Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. Should additional informaiton become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this device with non-boston scientific left ventricular lead displayed noise with arm movements. The lead is pacing approximately ninety-three percent. Impedance measurements were normal and stable. The sensitivity was reprogrammed and during further arm movements, no noise was noted. An internal technical service consultant reviewed the electrogram and determined there may be a less than optimal connection or lead integrity issue. Further lead monitoring was recommended. No adverse patient effects were reported.

Event description:
Additional information was obtained. The physician made a decision to further monitor this system. No intervention was performed. A decision was made to remotely monitor this system.